Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 47.9°f. During the thermal temperature testing the rate of temperature rise was above threshold at 7.8°f/sec. Evaluation determined that the rear motor bearing and the collet bearings were worn. It was noted that after the testing that the motor seized. Also noted was that the device failed the hi-pot testing for patient current leakage at .533 ma and the shaft was broken. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to product event based on reason for return. On follow up it was confirmed there was no impact to patient or staff, however, there was no additional information available regarding the event.